Manufacturer narrative:
Evaluation of the information provided did not indicate a product or label error. The root cause is attributed to user error. The incident is considered isolated and no corrective action was determined to be necessary. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
During primary surgery, doctor implanted the wrong side press-fit femur (left side), resulting in surgery being extended by 45 minutes.